Event description:
Reporter stated that a patient capillary sample (non-fasting) was tested, using the suspect device, with a result of 435 mg/dl. Reporter stated that a venous sample, obtained from the same patient, was tested in the facility's lab within 12 minutes with a result of 327 mg/dl. Reporter noted that patient was not treated based on the result obtained on the suspect device. Additionally, reporter stated that patient has been diagnosed with peripheral vascular disease. Technical support requested the return of the suspect product; however, reporter declined to return the instrument. Reporter attributed discrepant results to patient's condition as well as improper dosing of the test strip. Quality control testing had reportedly been performed on the system and the results fell within the acceptable range.